Event description:
It was reported when using the bd infusion adapter c100-o, the device experienced the infusion adapter- spike breaking off. There is no information provided at this time as a result of the malfunction on the patient, or healthcare workers' health. If additional information is provided at a later time the event will be updated. The following information was provided by the initial reporter. The customer stated: optima bag spike fell out of braun IV bag: the tysons corner infusion pharmacy and oncology suite had another incident today of a chemotherapy spill in the patient care area similar to those that we have experienced in the past. The pharmacy dispensed paclitaxel (141.6mg) in 250 ml normal saline. The dose was prepared on 11/15/2021 at 921am (standard process of advance prep ahead of the patient scheduled appointment on (B)(6) 2021). The dose was dispensed to the treatment floor for the patient on (B)(6) 2021 903am (nursing initiated treatment at 904am). At 910 am, the nurses alerted pharmacy that the spike in the IV bag just fell out; resulting in paclitaxel spill in the patient care area. Specifics for the lot and expiration of the drug and IV bag included. I am not on site today. I have asked if the components can be retrieved and held for analysis. Initial prep image included (final prep image contains phi and I could not mark out patient identifiers on this laptop). I am unsure if result was a nurse or patient direct contact with the hazardous drug from the spill.

Manufacturer narrative:
H6: investigation summary: no photos or physical samples showing the reported problem were provided for investigation. A review of the device history was performed for lot 2102501 notified, and no deviations or nonconformances were identified during the manufacturing process that could have contributed to this problem. Five retained samples from the same lot were used for further evaluation. The product was visually inspected, no damage or other defects were observed on the infusion adapter. Dimension measurements were performed on the retained samples showing that the measurements were within specification. An attempt was made to reproduce the reported defect with the retained samples by using infusion bags and keeping the c100-o clamped in the bag for more than 24 hours. The product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device, including verification that all critical dimensions are within specification. All samples were subjected to these evaluations and the product was verified to meet the required limits, including proper length and diameter. Based on the information available, we are unable to identify a root cause related to our manufacturing process at this time.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd infusion adapter (B)(4), the device experienced the infusion adapter spike breaking off. There is no information provided at this time as a result of the malfunction on the patient, or healthcare workers' health. If additional information is provided at a later time the event will be updated. The following information was provided by the initial reporter. The customer stated: optima bag spike fell out of braun IV bag: the (B)(6) infusion pharmacy and oncology suite had another incident today of a chemotherapy spill in the patient care area similar to those that we have experienced in the past. The pharmacy dispensed paclitaxel (141.6mg) in 250 ml normal saline. The dose was prepared on (B)(6) 2021 at 9:21am (standard process of advance prep ahead of the patient scheduled appointment on (B)(6) 2021). The dose was dispensed to the treatment floor for the patient on (B)(6) 2021 9:03am (nursing initiated treatment at 9:04am). At 9:10 am, the nurses alerted pharmacy that the spike in the IV bag just fell out; resulting in paclitaxel spill in the patient care area. Specifics for the lot and expiration of the drug and IV bag included. I am not on site today. I have asked if the components can be retrieved and held for analysis. Initial prep image included (final prep image contains phi and I could not mark out patient identifiers on this laptop). I am unsure if result was a nurse or patient direct contact with the hazardous drug from the spill.